Manufacturer narrative:
Updated g3. H6: added investigation findings code c19, code c21 is no longer applicable. Added code d15, code d16 is no longer applicable. Added type of investigation code b11 and b20. Added health impact code: f02. Due to an unknown lot/serial number and no device return, an investigation could not be performed. The reported event in this article has no clinical images nor evidence to perform investigation. Multiple attempts were made to obtain additional information about this event. No additional information was provided. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), it states the following: potential device or procedure-related adverse events adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: aneurysm rupture and death no event dates were found for the patients in this article (abstract). B3: the date incident will be selected for the end of study or the publication date. In this abstract the date of publishing is missing, so the date event could not be determined and subsequently it was selected the date of the information came to gore.

Event description:
The following conference abstract was reviewed: rakemaa, l., björkman, p., laukontaus, s., aho, p., tulamo, r., laine, m., turkki, m., venermo m. (Publishing year unknow). "Abstract p-062 long term device performance differences after endovascular aortic repair." The aim of the study was to compare was to compare the real-life performance of the three most used endografts with over two decades of surveillance. 461 consecutive patients who underwent evar for intact infrarenal aaa in single centre between 2000 and 2016. Data was collected until the end of 2023 and included gore®¿excluder®¿aaa endoprosthesis [n=127] and other devices. In the clinical follow up: one-, three- and five-year freedom from freedom from aneurysm related death for gore excluder was 99.2%, 97.9%, and 97.9%.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. G2: literature, rakemaa, l., björkman, p., laukontaus, s., aho, p., tulamo, r., laine, m., turkki, m., venermo m. (Publishing year unknow). "Abstract p-062 long term device performance differences after endovascular aortic repair." H3: review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. H6, code c21: review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device was not returned. The initial reporter has been contacted in order to receive more information on the event and patient details. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H5: updated the date to april 24, 2025 as additional information was provided in the investigation from gore. H6, updated codes: d15: there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records. Code c19: review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device was not returned. The initial reporter has been contacted in order to receive more information on the event and patient details. Code b13: query for the information with device details was requested. Code b11: the historical data analysis is started, waiting for the conclusive results and will be documented.

Manufacturer narrative:
Updated g3. H6 section: investigation conclusions, code added d12. Attachments section: added the related literature to this report.